Event description:
(B)(4).it was reported that the compressor would not turn on. There was no patient involvement reported.(B)(4)

Manufacturer narrative:
(B)(4). Our field service engineer(fse) confirmed, on-site, that the reported compressor mini would not turn on. He found that one fuse in the mains inlet was blown, and the fse replaced the mains inlet and fuses. The compressor mini was returned to service after successful functional tests. Investigation of the returned mains inlet confirmed the reported issue. One fuse was broken and had melted together with its holder. Earlier investigations determined that the cause could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power; bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system; chemicals used for cleaning the device (by spraying) causing corrosion and as a second effect bad connection; dust in the environment if deposited on the fuse holder, which will insulate and decrease the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5,000 operating hours. It includes visual inspection and preventive cleaning of dust in the mains inlet. Our conclusion in this matter is that the root cause for why the reported fuse / mains inlet broke could not be determined.

Event description:
(B)(4).